Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the patient outcome and vad-56841 cannot be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) lists bleeding and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio is included in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient fell while picking up a dish, hitting their head and causing a large right subdural hematoma. The patient passed away on (B)(6) 2022. The device operated as expected and the patient's death was not considered to be device related.